Event description:
The following is based on medical records provided by he pt's attorney: (B)(6) 2008 - pt was implanted with a bard flat mesh during a robotic assisted laparoscopic sacral colpopexy due to a total vaginal prolapse. An old sacral colpopexy mesh was identified and resutured to the posterior vaginal wall. The flat mesh was then sutured to the old sacral colpopexy mass. The following was reported to davol by the pt's attorney: it is alleged that on (B)(6) 2004 the pt was implanted with a non-bard mesh for an unspecified pelvic repair and on (B)(6) 2008 the pt was implanted with a bard flat mesh during a robotic assisted laparoscopic sacral colpopexy due to a total vaginal prolapse. The attorney's report alleges permanent injury, nerve damage, pain and suffering, additional medical and surgical intervention, defective mesh.

Manufacturer narrative:
Currently, it is unk whether the device may have caused or contributed to the reported event. The medical records indicate that the pt underwent robotic assisted laparoscopic sacral colpopexy with placement of a bard flat mesh. It appears that the procedure was for recurrent vaginal prolapse as the operative referred to "the old sacral colpopexy mesh", which was resutured during this procedure. No specific failure mode has been alleged and the medical records provided by the pt's attorney included only the operative report for the implant procedure. We have contacted the initial reporter to request additional info. A manufacturing review was performed and found no evidence of a manufacturing related cause for the alleged event. Additionally, no sample has been returned for eval. This MDR includes all pt, event and device info davol has received to date. If additional event and/or eval info is obtained, a follow up MDR will be submitted.